Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with an abscess under the skin on the needle puncture site and itching, burning, redness, inflammation, blisters and scaring. The patient went to the hospital for the operative removal of the abscess created under the skin at the needle puncture site on (B)(6) 2022. The doctor prescribed ibuprofen as painkiller medication. The patient was in healing process at the time of the report. No additional patient or event information is available.